Event description:
An attempt was made to deploy a 2.5 mm diameter x 30 mm length endeavor sprint over the wire (otw) drug eluting coronary stent in to a pt. The target lesion, located in the circumflex was described as very calcified and still exhibiting 80% stenosis after predilatation. It was reported that the case was extremely difficult with many other devices used unsuccessfully (devices details unk). It was reported that as resistance was encountered, force was applied to the device during its advancement and on withdrawal, the stent dislodged from the balloon becoming stuck inside the guide catheter. The guide catheter was cut open and the stent was noted to be stretched and damaged. It was reported that the case was completed with no further action as deemed to be too difficult. No health hazard was caused to the pt and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: severe calcification, 80% stenosis; force applied to the device during its advancement; failure to deliver the stent, stent dislodgement. Eval conclusion: calcified lesion, 80% stenosis; force applied to the device during its advancement.